Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 300mg/dl with dizziness, nausea, rapid deep breathing, abdominal pain, polydipsia, and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal history does not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2017 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2017 and the last bolus delivery was a 1.55 unit normal bolus on (B)(6) 2017 at 15:19. A review of the black box indicated an unexplained reboot occurred at 10:28 on (B)(6) 2017 and deliveries resumed at 10:35. The black box also indicated an unexplained loss of prime occurred on (B)(6) 2017 at 08:37 and deliveries resumed at 09:13. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing, the basal history correctly reflected 2.0 units per hour and the total daily dose correctly reflected 48.0 units. The history was found to be recording properly during investigation. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation.